Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed error message 14 during the weekly test. There was no patient was involved,

Event description:
N/a.

Manufacturer narrative:
Other contact person phone number: (B)(6). Updated field: b4, d9, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: h6 medical device problem code. A getinge fse stated that according to the service manual, the compressor needs to be replaced. After several tests on the device, it was indeed the compressor that no longer had sufficient power. The compressor reached at 3,500h and the compressors are replaced every 5,000h so it is possible that the compressor was reaching the end of its life and was no longer performing as well. So ordered a new compressor and received it. In addition, performed the fsca (functional safety control) on the old compressor and then installed it. Reassembled the device and began all the tests according to the protocol and calibrations. The cardiosave no longer displayed error code 14. Fse replaced compressor with heatstinks. The device has been repaired and is working correctly. Left the device running for a while and no abnormalities were detected. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿scroll compressor¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned due to customer policy. The most probable root cause is debris or excessive stress or fatigue.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (component codes).